Event description:
The customer reported a battery out limit alarm during normal use. The customer stated that she was unable to clear the alarm, and went to urgent care due to a high blood glucose reading of 347 mg/dl. Advised the customer that a replacement battery cap would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.